Event description:
It was reported to boston scientific corporation that an escape¿ basket was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, part of the basket sheath broke into pieces and fell inside the patient. The detached pieces were completely flushed out with water and the procedure was successfully completed with this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.